Event description:
The pt was bilaterally implanted with saline prosthesis on 6/27/94. On 8/10/94 the physician noted capsular contracture and wrinkling in the left breast and capsular contracture, wrinkling and a deflation of the right breast. When first reported to the product evaluation dept at co in september of 1994 only wrinkling of both devices was mentioned and so a report to the FDA was not filed, since that time we have clarified the info with the physicians office. No additional info regarding this occurrence the physician noted is available at this time.